Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting assistance from tandem customer technical support regarding this issue. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer reloaded the same cartridge and continued insulin therapy. The customer's blood glucose level ranged from 201-209 mg/dl.